Manufacturer narrative:
Csz medical technical support received a complaint stating the hemotherm would only activate heat. There was no patient harmed or injured and the procedure continued successfully. Csz received the power supply board from the user facility for evaluation. The board was tested and confirmed to be defective. Csz replaced the power supply board on the device to resolve the issue. The device passed all tests and functioned as designed.

Event description:
Cincinnati sub-zero medical technical support received a complaint stating the hemotherm front panel does nothing but heat. There was no patient or user injury reported and the procedure was able to continue successfully. This report was filed in our complaint handling system as complaint #(B)(4).